Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Customer stated that the lancet doesn't retract when he uses the setting at a 5.5. It does retract when he used it at a setting of 3. Lancet was seated properly. Lancet protruded past the end cap once he pushed the release button and it never went back inside of the device. No adverse event alleged. A request was made for the return of the device.